Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed the lens was defective and they did not implant the lens. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).